Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal connector of the lead was e xtrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Performance data was received and analyzed and no anomalies were found.

Event description:
It was reported there was a high voltage problem with the device. It was also reported the patient experienced ventricular fibrillation (vf) and anti-tachycardia pacing as well as vf therapy was not effective. The vf terminated spontaneously. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.